Event description:
The time of event is unknown. There was no report of patient harm. Angulation stuck.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the angulation up stuck in l position. Based on the result, we concluded that it was caused due to the excessive force applied on the angulation up. In addition, our technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the control body fluid damage, the light guide cable fluid damage, the air/water socket deformed, the operation channel (primary) leak, the remote control buttons cut, the angle wire hard to move, the suction channel kink, the ccd module with drive pcb blackout, the angulation down stuck in l position, and the angulation left stuck in l position; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.